Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Twenty seven days later, extraneal solution was stopped and replaced by dianeal therapy. Additional treatment was not reported. The event lasted for 6 days, and the patient recovered.

Manufacturer narrative:
(B)(4). It was reported that the patient improved after they stopped the use of extraneal.